Event description:
Customer reported check valve failure with fluid visualized going from secondary bag into primary bag even though the head height differential was correct. There was no patient harm and no medical intervention was required. Customer stated that no additional event or patient information is available.

Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's reported check valve failure due to the product was not returned. The customer stated the set has been discarded and is not available for failure investigation.